Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the device is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeds were started and running fine in the picu and then the pump started beeping and gave the following error "feed error call 33". The pct and rn entered the room and the pump wouldn't restart the feed and kept restarting. The pump was then shut off and continued to turn back on by itself. The feeding set tubing was attempted to be removed but was stuck in the apparatus. As the tubing was attempted to be removed, 90 ml of milk went into the baby (meant to be over one hour). The patient did not have any vomiting or discomfort. The pct was (B)(6), the rn was (B)(6). The customer sent the pump to clinical engineering and the pump was tested multiple times and the same results were not duplicated, they could find no other issues so they put the pump back into service.